Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a lower limbs artery occlusion procedure the user introduced the catheter into the vascular system of the (B)(6) year old male patient when contrast was injected leakage was noted. During removal of the catheter it was found that the tip of device was detached during the retrieval. No detached portion was left inside patient body. The complaint device was replaced with a new device to finish the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.